Manufacturer narrative:
After further investigation: the bme evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the bme the latest version of the service manual is version t and provided parts ID for the touchscreen. Advised customer the part can be ordered individually, and the entire ui assembly doesn't need to be replaced. After further good faith effort communication, it was confirmed that the touchscreen was still able to be used with the crack to change settings. The device is currently out of service and may be retired soon, no parts replaced at this time. No further information was obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Per the instructions for use, the primary means of device parameter adjustment is the touchscreen. The touchscreen operated as designed by allowing the end user to manipulate the device settings as intended. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this issue is no longer deemed reportable.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device has a nav-ring does not work. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.